Event description:
A pt reported blood glucose results of "315, 168, 343, 350, 378, and 340 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valuue of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution are being replaced.